Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that silent ischemia occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as stable angina and the patient was further referred for elective cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the proximal right coronary artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24mm study stent following which residual stenosis was 25%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, an event of silent ischemia was reported. The patient was hospitalized and surgery was performed in response to the event. The event is still considered to be not recovered/not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2018, the subject presented for coronary evaluation and was further referred for cardiac catheterization. In (B)(6) 2018, the subject was hospitalized in response to the planned coronary angiography bypass graft (CABG) procedure. On arrival, electrocardiogram (EKG) revealed qt prolongation and border zone q wave. Our days later, the subject underwent CABG including saphenous vein graft to right posterior descending artery (target vessel revascularization) and left internal thoracic artery to left anterior descending artery. In (B)(6) 2018, the event was resolved and the subject was discharged from the hospital.

Event description:
It was further reported that following the CABG surgery performed on (B)(6) 2018, 0% residual stenosis and timi 3 flow was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2018 to (B)(6) 2018. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, a 3.5 x 16 mm taxus liberte stent was deployed in the proximal right coronary artery (rca). In (B)(6) 2017, the study stent was deployed in a way to overlap from the mid portion of the 3.5 x 16 mm taxus liberte stent. Angiography in (B)(6) 2018 revealed 90% stenosis of the proximal rca extending to the right posterior descending artery (r-pda). It was initially reported that silent ischemia occurred in (B)(6) 2018; now it is reported that the correct date was (B)(6) 2018.